Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump has cracked lcd window, cracked case near lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.